Event description:
The pt reported experiencing stimulation and communication problems with the implant. The pt was seen by the doctor's office for eval. The problem was confirmed. The surgeon decided to explant the system.